Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid of left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilatation. However, during procedure, the balloon failed to cross the lesion and burst due to hard calcification. The procedure was completed with a different device. No patient complications as a result of this event and the patient condition were stable post-procedure.